Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported patient effects. The reported patient effect of mitral valve damage (tissue damage), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of tissue damage appears to be related to procedural conditions, as the implanted clip perforated the anterior leaflet and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the leaflet tear. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4. One clip was implanted reducing the mr to 1-2. The second clip was then deployed without issue, reducing the mr to <1. After several minutes, the mr increased to 2 and it was found that the second clip had perforated the anterior leaflet. The patient was confirmed to be stable post procedure. No additional information was provided.